Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Evaluation summary (B)(4) no anomalies found (B)(4) proximal segment.

Event description:
Attorney alleges patient "died as a direct and proximate result of defect in defendants' sprint fidelis leads and are survived by various family members, named and unnamed. As a direct and proximate result of defendants wrongful conduct, (patient has) sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages for which they are entitled to compensatory and equitable damages and declaratory relief in an amount to be proven at trial." It was also noted that the patient died approximately two and one half years after the implant of the right ventricular lead.